Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the reporting criteria going forward. Evaluation: the reported field event of capture anomaly was not confirmed in the laboratory. The device functioned normally when tested on the bench and using automated test equipment. The cause o the capture anomaly was not determined.

Event description:
It was reported that left ventricular threshold had gradually increased over a year to no capture at max output. Along with the lead, the device was explanted and replaced.